Event description:
New information received indicated that the cause of death was likely ventricular tachycardia storm with resultant pulseless electrical activity. It is believed the death was not device related but likely related to non revascularizable coronary artery disease.

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that the death was related to the device. It was reported that the cause of death was cardiac arrhythmic. No further information is available at this time.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
(B)(4).